Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto 3 system, and a map shift issue occurred. The investigational analysis completed 3/24/2020. The field service engineer (fse) confirmed that user resolved the issue with remap of existed map. Fse was informed by bwi representative that the account completed multiple cases since, without any issues. The system is operational. Data from case was investigated by device manufacturer. The catheter and the patches experienced metal event, but it was below the warning threshold. It still affected one of the chest patch position and catheter. As result, the body coordinate system (bcs) correction was not symmetric for the back and chest patches and caused a map shift. The device manufacturer opened an internal investigation to address the related issues. A manufacturing record evaluation was performed for the system and no internal actions were identified. Manufacture reference no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto 3 system, and a map shift issue occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, a map shift about a centimeter occurred after some ablations were done and the catheter was being moved to the roof. No error messages were displayed on the carto. The catheter could be visually seen outside the existing shell. The patient was under general anesthesia. No cardioversion or patient movement occurred prior to the map shift. Re-map was done to proceed with the case. No patient consequences were reported. The observed map shift issue has been assessed as an MDR reportable malfunction.